Event description:
It was reported that after a da vinci-assisted nephrectomy surgical procedure, user noticed that the maryland bipolar forceps instrument had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the yaw pulley. The wire insulation was not damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medical engineer was not able to provide any additional information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medical engineer was not able to provide any additional information.

Event description:
Refer to h11 for follow-up information.